Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an alarm indicating stoppage of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Correction to device mfg date. Unique identifier (UDI) number and catalog number added to section. If information is provided in the future, a supplemental report will be issued.